Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse ran the instrument and observed the retention time (rt) was at 0.69 minute (the acceptable range is 0.57 to 0.61 minutes; 0.59 is optimal). Fse put back the old column and checked the lines for air bubbles. Fse then removed the filter from the reagents and ran the instrument with no issues and no hbe flag. Fse replaced the filter from customer's stock and set the flow rate at 1.02. The resulting retention time was 0.59 minute (0.59 is optimal retention time). Fse then performed calibration and ran quality controls (qc). All results were with acceptable range, the hbe flag also cleared. The g8 instrument is functioning as intended. No further action required from field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. In addition, under chapter 3: assay operations and throughout the manual the following is highlighted in a box: the tosoh automated glycohemoglobin analyzer hlc-723g8 has known hemoglobin e (hbe) interference. When a sample is suspected to contain hbe a flag will be displayed. The hba1c result will not be reported from the analyzer. Also in chapter 3, under chromatogram: see the g8 variant analysis mode training manual for many examples of different chromatograms. The a1a, a1b and hbf may be eluted out with different peak shapes or not be detectable depending upon the sample. If you observe shoulders or splits around the sa1c or a0 peak, the assay condition may not be optimal. In addition, if the sample has been stored for a long time at room temperature after collection, an abnormal chromatogram may be obtained because the samples have deteriorated. If you observe the same phenomena with several different samples, the reagent may have deteriorated. Replace the elution buffers and run the assay again. If you observe an aberrant result with a single specific sample, the sample may have deteriorated or hemoglobin variants may be present. The tosoh automated glycohemoglobin analyzer hlc-723g8 variant analysis mode can separate the major variant hemoglobins (hbd, hbs and hbc). See "chapter 6 section 6.4: abnormal chromatograms" for typical chromatograms. But some hemoglobin variants such as hbe cannot be separated and it may interfere with the assay. The chromatogram pattern for hemoglobin variants differs from that of a normal sample. The most probable cause of the reported event was due to failure of reagent filters in buffers.

Event description:
On (B)(6) 2018, a customer reported getting hbe flag during quality control (qc) and slow retention time (rt) of 0.56 minute (the acceptable range is 0.57 to 0.61 minutes; optimal is 0.59 minute) on the g8 instrument. Per customer, the filter was recently changed and no leaks were observed, the column count was 997 (maximum recommended change is at 2500 injections), and the filter count was 2 (the filter should be changed at 400 injections). Technical support specialist (tss) had the customer adjust the flow factor from 1.07 to 1.03, drain flush, change buffers, run qc and patient samples multiple times; however, the issue persisted. Field service engineer (fse) was dispatched to address the reported issue. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. There is no indication of any patient intervention or adverse health consequences due to this event.